Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had tiny bubbles on the pump. The device contained 10800 mg of benzylpenicillin in 240 ml of sodium chloride 0.9% solution. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4. Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 29-30, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed tiny droplets of fluid on the interior wall of the device's plastic bottle; the droplets of fluid is condensation (not leak). Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. The reported condition was identified as condensation; however, this is not a product defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.